Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that subject experienced a high blood glucose level of above 601 mg/dl. The other relevant blood glucose level was 311 mg/dl. The customer was treated with insulin pump. The customer's blood glucose values were resolved. Troubleshooting was not performed. The insulin pump will not be returned for the analysis.